Manufacturer narrative:
Center artifacts and broad ring artifacts were confirmed. The dms was replaced and the system performed as intended. The artifacts were immediately identifiable to the operator as a system issue/malfunction rather than an actual patient anatomical anomaly. This case was initially determined to be non-reportable by the manufacturer because there was no report of injuries and the risk of harm to patients if this was to reoccur was determined to be remote / not likely to contribute to a death or serious injury. This case is being reported at this time because during a FDA inspection in april 2018 this case was specified in a FDA-438 as being a reportable event.

Event description:
Image artifact identified by user in a patient scan. No additional scans of the patient were required, and no injuries reported.